Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In conclusion, there was no indication of a device malfunction.

Event description:
This ICD was disconnected to perform a pocket revision due to pain at the site. A new pocket was made, closing the sub muscular pocket and creating a new subcutaneous pocket. The chronic competitive rv lead was reconnected without incident. When attempting the reconnect the chronic competitive atrial lead into the atrial port, there was a pistoning effect noted, pushing the lead out of the port. The physician used the torque wrench to expel the air from the port without success. After multiple attempts, the physician requested a new device. The new device was opened and the physician was able to easily seat the atrial lead in the port.